Manufacturer narrative:
The company clinical applications specialist (cas) noted the system did not require technical inspection, as the system was used several times after the event. The cas was not present during the procedure but noted the system functioned as expected. The cas noted there might have been a rather flat keratometry value. The reason for the loss of suction was probably patient movement and the patient interface (pi). The humidification of the applanation surfaces (cornea and pi) were carried out by the surgeon according to instructions (moist - not wet). No cell phones were in the room during the procedure. The cas noted that the surgeon made the right decision and stopped the treatment and did not try to continue it. The system was examined. The company representative unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported a loss of suction during a flap creation procedure the flap was not lifted and another flap treatment was performed five months later with an increased flap thickness setting. Lifting the flap was problematic but the treatment was performed. The patient does not want any further treatment performed to compensate for the remaining residual ametropia.

Manufacturer narrative:
Additional information provided in b.5 and b.6. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. A slight increase in pain was noticed after surgery. Two days post-operatively, pain was gone. Suction error message was displayed during the treatment. The message could be reset. Vacuum was able to be built up. Suction lost occurred during the last third of the bed cut. The patient was excited during the treatment. The patient under went another flap cut (lasik). Visual acuity was restored. A clinical application specialist reported that it is possible that the rather flat keratometry values in combination with the alleged nervous behavior of the patient may have led to a reduced "holding power" and thus suction was lost. The surgeon proceeded correctly by stopping the treatment and did not continue to try.